Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not open and unable to issue medication. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not opening. A technical support specialist (tss) instructed the customer to log out completely and then re-sign in. After re-authentication, the user was able to issue the medication without any issues. The system functioned as intended after the technical support specialist troubleshot the issue of the device.